Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's parent reported that the patient experienced a hypoglycemic event. During this incident, the parent stated that the patient¿s cgm reading was in the 60s, and despite this value, the patient experienced a seizure, which the parent described as the first seizure the patient had experienced at that glucose level. Due to the severity of the event, the parent contacted emergency medical services (ems), and the patient was transported by ambulance to the emergency department (ER). The parent reported that ems performed a fingerstick blood glucose (fsbg) test; however, the parent was unable to recall the fsbg value obtained. No details were provided regarding the duration of the seizure or any specific measures taken to stop it. At the ER, the patient reportedly underwent a CT scan as part of the medical evaluation. The parent stated that the patient recovered following the event. The length of time spent at the ER was not provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.